Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 her blood glucose is as follows: time: 6:53 pm, bg (mmol/l): 7.9, (mg/dl) : 142. Time: 10:41 pm, bg (mmol/l): 16.7, (mg/dl) : 301. She then noticed the cannula had come out of the infusion site. She also stated the adhesive was not very good when she placed the pod on.